Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All buttons respond to presses appropriately. The keypad was removed and no hypersensitive or defective button contacts were found. No defect found. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 01/2010.

Event description:
The patient reported feeling the pump vibrate in his pocket. The patient removed the pump from his pocket and reports the screen said "delivering press any key to cancel". The patient reports seeing the number 3 and believed the pump was delivering 3 units. The patient pushed a button to attempt to cancel the delivery. The patient reviewed the bolus history and the last bolus record was from (B)(6) 2011. The patient states he typically locks the pump however he does not think it was locked at the time.